Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that during the implant procedure, when the left ventricular lead helix was rotated out the threshold was high and qrs wave was too wide. After several attempts there were adhesions on lead's helix. Another lead was implanted. No patient complications have been reported as a result of this event.